Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on validation samples that resulted negative when using the simplexa covid-19 direct assay, but positive on the competitor assay (cepheid genexpert). No run files were provided from the simplexa assay or from the competitor cepheid genexpert. A diasorin scientific affairs scientist investigated and found the genexpert lod is 250 copies/ml compared to the simplexa assay lod of 500 copies/ml. It is likely the 3 "weak positive" samples were near the simplexa assay lod. The customer did not provide the device, samples, or run files for investigation. On (B)(6) 2020, the customer decided to not use the simplexa assay going forward. Batch record review showed the critical component, reaction (B)(4) lot# 7658n, met all qc release criteria prior to kit release. (B)(4) lot# 7658n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or (B)(4) targets. All positive controls were detected at an average CT = 27.7 (s gene) and 28.3 ((B)(4)) and the internal control avg CT = 32.3. No malfunctions occurred during qc release testing. Retain testing is no longer possible since the kit lot 7654n expired on 09/30/2020, but based on the information provided, the sample is likely near the simplexa assay lod. The issue could not be confirmed. As stated in the instructions for use, (B)(4), "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on validation samples that resulted negative when using the simplexa covid-19 direct assay, but positive on the competitor assay (cepheid genexpert). The customer stated 3 validation samples had high/late CT values and relatively low end points on the genexpert that they interpreted as "weak postiives". They are concerned the simplexa assay might not catch some of these "weak positives". The samples were run on 2 different liaison mdx instruments and obtained negative on one instrument (serial# (B)(4)) and a "weak positive" on another instrument (serial# (B)(4)). The customer confirmed the alleged false negative results were not reported to a diagnosing physician because the issue occurred while the customer was validating the simplexa assay for use at their site. No patient testing occurred. The sample collection method was not provided.